Manufacturer narrative:
Approximate age of device ¿ 3 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the emergency room with slurred speech and facial droop. The lvad had not produced any alarms. The system controller log file reviewed by the manufacturer¿s technical services representatives contained no unusual events. The patient reportedly did not have a prior history of cerebral vascular accident, but did have bilateral carotid disease and had a right carotid endarterectomy (cea) prior to lvad implant. The patient¿s inr goal was 1.5 to 2.0 due to previously unreported gastrointestinal bleeding. The patient was discharged home with no deficits reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A correlation between the device and the reported hemorrhagic stroke and gastrointestinal bleeding could not be conclusively determined. Review of the submitted system controller log file found no atypical alarms and the system appeared to be operating as intended. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with no deficits. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a repeat head CT scan showed a small bleed; therefore, the event would be classified as a stroke. The patient's symptom of having slurred speech continued until the patient was discharged; however, the patient's status did improve significantly. It was reported that the patient was on anticoagulants when experiencing gastrointestinal bleeding. No further information was provided.